Event description:
Reporter stated the infusion device displayed an e8 power interrupt error and the buttons do not function. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. The up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button; therefore, all the buttons do not react on pressure. It is not possible to confirm the e8 error message.

Manufacturer narrative:
The event occurred in (B)(6).